Manufacturer narrative:
Updated event description. Code 4111: based on further communication with the gore field sales associate close to the adverse event about the information provided by the physician the event description was updated. Code 213: the investigation results provided previously are not affected by the updated event description.

Event description:
The patient was implanted with a fenestrated abdominal aortic aneurysm graft. A gore® viabahn® vbx balloon expandable endoprosthesis was intended to be implanted as a branch device in the right renal artery. It was reported that after the gore® viabahn® vbx balloon expandable endoprosthesis (6 mm x 29 mm) was successfully deployed at the intended location, the device was dilated with a 10 mm x 20 mm balloon from an unknown manufacturer. Then an advanta stent (getinge) was used to extend the gore® viabahn® vbx balloon expandable endoprosthesis into the right renal artery. After the advanta stent was successfully deployed and also dilated with a 10 mm x 20 mm balloon, an endoleak was observed. It was stated, that, at this stage in the procedure, intra-procedural imaging showed a small endoleak in the area of the advanta stent (getinge) and the gore® viabahn® vbx balloon expandable endoprosthesis. The physician suspected, that there might be a small hole in the eptfe of the gore® viabahn® vbx balloon expandable endoprosthesis and that stent rows might have detached from the eptfe. Reportedly the intervention was completed without additional device placement. It was reported, that the physician relined the advanta stent (getinge) with a gore® viabahn® endoprosthesis during an endovascular reintervention. It was stated that the patient was not harmed.

Manufacturer narrative:
H6-code 4112: intra-operative dicom imaging dataset were shared with gore for investigation. H6-code 213: a review of the manufacturing records indicated the device met pre-release specifications. The imaging evaluation states the following: angiographic image dated (B)(6) 2020 illustrates what appears to be a blushing of contrast outside of the device. Angiographic image dated (B)(6) 2020 illustrates what appears to be a rupture in the graft. The device remains implanted in the patient, therefore an engineering evaluation could not be performed. Review and analysis of all available information fails to indicate a potential root cause of the incident as reported to gore.

Event description:
The patient was implanted with a fenestrated abdominal aortic aneurysm graft where a gore® viabahn® vbx balloon expandable endoprosthesis was intended to be implanted as a branch device to treat the mesenteric artery. It was reported to gore that after the gore® viabahn® vbx balloon expandable endoprosthesis (6 mm x 59 mm) was successfully deployed at the target lesion, the device was dilated with a 10 mm x 20 mm balloon from an unknown manufacturer. After the dilatation the computer tomography angiography (cta) revealed a rupture of the endoprosthesis which lead to an endoleak. Therefore the decision was made to implant an advanta stent (getinge) to perform a relining of the implanted vbx endoprosthesis. After the advanta stent (getinge) was successfully deployed and also dilated with a 10 mm x 20 mm balloon the cta revealed that the advanta stent (getinge) ruptured into two pieces. At this stage the procedure was completed without additional device placement. It was reported to gore that the physician relined the ruptured vbx endoprosthesis and the broken advanta stent (getinge) with a gore® viabahn® endoprosthesis during an endovascular reintervention. It was stated that the patient was not harmed.

Manufacturer narrative:
Patient´s year of birth : 1955.(B)(4).

Event description:
The patient was implanted with a fenestrated abdominal aortic aneurysm graft where a gore® viabahn® vbx balloon expandable endoprosthesis was intended to be implanted as a branch device to treat the mesenteric artery. It was reported to gore that after the gore® viabahn® vbx balloon expandable endoprosthesis (6 mm x 59 mm) was successfully deployed at the target lesion, the device was dilated with a 10 mm x 20 mm balloon from an unknown manufacturer. After the dilatation the computer tomography angiography (cta) revealed a rupture of the endoprosthesis which lead to an endoleak. Therefore the decision was made to implant an advanta stent (getinge) to perform a relining of the implanted vbx endoprosthesis. After the advanta stent (getinge) was successfully deployed and also dilated with a 10 mm x 20 mm balloon the cta revealed that the advanta stent (getinge) ruptured into two pieces. At this stage the procedure was completed without additional device placement. It was reported to gore that the physician is planning to reline the ruptured vbx endoprosthesis and the broken advanta stent (getinge) with a gore® viabahn® endoprosthesis within the next upcoming days. It was stated that the patient was not harmed.